Manufacturer narrative:
Initial and final MDR 1969953 - MDR 3003442380-2024-21645 - device 1 of 3.

Event description:
Reference number 1969953 event occurred in the united states it was reported that the patient faced similar events of leakage with three infusion sets where infusion set tubing was leaking at onto the pad. The infusion set were in use for 2 hours to 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.